Event description:
Reported on medwatch 2500340000-2007-8001 as: event desc: pt had gastric band surgery approximately 18 months ago. Due to poor weight loss of only 27 pounds, the doctor discussed having a fluoroscopy study of the lap-band system. This procedure was done. At the port, extravasations could be seen. The leak was proximal to the port. Per doctor, the leak looked to be a mechanical failure of the plastic flange of the lap-band. This was leaking in a position well away from the port (approximately 5 cm away from the port), excluding the possibility of a needle stick damaging the tubing. The pt underwent surgery for replacement of gastric band with labg 10.0 cm, adjustable gastric band system. Device usage problem: device malfunction-that is, the device did not do what it was supposed to do. Follow up findings: reported as a port leak.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur, due to leakage from the band, the port or the connector tubing."